Event description:
It was reported that the device was used during a laparoscopic cholecysectomy, the clips scissored when applied on to cystic duct and artery. No patient consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.